Event description:
It was reported that three right ventricular (rv) leads were attempted to be implanted but not used. The first lead was not implanted as it was unable to be advanced past the introducer due to the patient¿s tortuous anatomy. It was noted that upon removal, the coil appeared to be bent and stretched. The second and third leads were able to be placed in the right ventricle; however, the helix would not extend on either lead. A different type of lead was implanted as a result. No patient complications have been reported asa result of this event.